Manufacturer narrative:
Further information was requested but not received. A patient had their system explanted due to infection was reported to abbott. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown. The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patients system was explanted on an unknown date due to infection.

Manufacturer narrative:
Date of event is estimated. Further information has been requested but not yet received.